Event description:
Information received by medtronic indicated that the insulin pump had a crack at battery compartment. No harm requiring medical intervention was reported. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, cracked case - corner of belt clip rails, battery tube threads - cracked, retainer knit line damage, cracked retainer. Cosmetic damage was confirmed at the cracked case (battery tube). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.